Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came detached from the plastic clip that connects to the infusion site on the body. The patient was able to slide the plastic tubing in and out, but it does not stay glued in place as it should. Patient's blood glucose level was 98 mg/dl at the time of this event and the there was no damage when the package was first opened. No further information available.